Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the printer. No further action was required by field service. The probable cause of the reported event was due to fault/ failure of the peek tubing from I-6 to the line filter. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported the printer for the g8 analyzer stopped printing and advancing paper.a field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.